Manufacturer narrative:
Concomitant device(s): 306-01-08 - equinoxe, humeral long stem 8mm 175mm: (B)(6), 322-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 320-01-36 - 36mm glenosphere: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a left reverse total shoulder arthroplasty revision. During the revision the patient experienced an intraoperative humeral shaft fracture. As a result, the patient received open reduction internal fixation, and a longer humeral stem was used to complete the surgery. No further patient impact reported. No further information available.